Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate therapy. One inappropriate burst of anti-tachycardia pacing (atp) and five inappropriate shocks were delivered for and an atrial fibrillation (af) with rapid ventricular response (rvr). Therapy converted the arrhythmia. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.